Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: cutter device, device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the locking components of the attachment device were damaged, and the bearing was worn. It was further observed that the device was jammed. It was determined that the device had a component damage, vibration, and heat. It was further determined that the device failed pretest for thimble lock operation, cutter insertion, vibration and temperature. It was noted in the service order that the cutter device was stuck in the attachment. It was reported that there were no delays in surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.